Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that connector's grip/lock was not enough to hold the catheter, catheter was used in night for transfusion and in the morning when staff tried to flush it then catheter was not there. Smearing was done by ir and catheter was further pulled out. Treatment was delayed by two days causing addition cost and medical trauma to the patient. No other information was provided.